Event description:
Reportedly, the instrument fired and locked on the pulmonary vessel. The surgeon had to cut the tissue to get the stapler out. The surgeon stated the pt needed 2 extra units of blood. Procedure: thoracotomy. Pt sex: unknown.